Manufacturer narrative:
D2a - common device name: simple point-of-care device to detect sar-cov-2 nucleic acid targets from clinical specimens in near-patient settings g4 - PMA/510(k) #: this report is being filed on an international product, list number 193-000 that has a similar product distributed in the us, list number 192-000. The results of the investigation are still pending. A supplemental report will be submitted upon completion or upon receipt of additional information.

Event description:
The customer reported conflicting results with the ID now covid-19 2.0 assay for two patients performed on (B)(6) 2024. This report is addressing patient one (1) of two (2). The customer reported conflicting results with the ID now covid-19 2.0 assay performed on (B)(6) 2024. The first test was performed at 9:20am on the first instrument, returning a positive result. A second test was performed at 12:33pm on a second instrument, returning a negative result. The customer confirmed that there was no negative impact to the patient. No information regarding treatment to the patient was provided.

Manufacturer narrative:
D2a - common device name: simple point-of-care device to detect sar-cov-2 nucleic acid targets from clinical specimens in near-patient settings. G4 - PMA/510(k) #: this report is being filed on an international product, list number 193-000 that has a similar product distributed in the us, list number 192-000. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 000m908726 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 193-000/ lot 000m908726 and test base part number 192-430/ lot 000m908726. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 000m908726 showed that the complaint rate is (B)(4). A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 000m908726 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue. However, a possible assignable root cause is patient sample interference.

Event description:
The customer reported conflicting results with the ID now covid-19 2.0 assay for two patients performed on (B)(6) 2024. This report is addressing patient one (1) of two (2). The customer reported conflicting results with the ID now covid-19 2.0 assay performed on (B)(6) 2024. The first test was performed at 9:20am on the first instrument, returning a positive result. A second test was performed at 12:33pm on a second instrument, returning a negative result. The customer confirmed that there was no negative impact to the patient. No information regarding treatment to the patient was provided.